Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h8, h11. The device was returned to olympus for inspection, and the reported failure no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and image flickers. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image was due to the faulty pc board (printed circuit board) on the plug unit. Additionally, noisy image and image flickers cause due to cause traced to the same component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed no image. The issue was identified during an inspection prior to use. There were no reports of patient harm.